Event description:
The customer reported they could not bring up the image page. The fe reported that no imaged were saved on that specific date. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connectors were reseated and the hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.